Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was programmed with contour next test glucose meter. Device connected successfully to the test meter and displayed ¿blood glucose meter connection successful¿. No unexpected blood glucose meter communication errors or anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 44mg/dl also pump error alarm and it was reoccurring . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. The customer declined troubleshoot as they already treated their low blood glucose. The device is expected to be returned for analysis.